Manufacturer narrative:
The harmonic ace instrument has not been returned to isi for evaluation; therefore the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned or if additional information is received. This complaint is being reported due to the following conclusion: it was alleged that during a da vinci-assisted surgical procedure, the metal tip of the harmonic ace instrument insert fell inside the patient. Although, the fragment was retrieved without patient harm, adverse outcome or injury, at this time it is unknown what caused the breakage to occur.

Event description:
It was reported that during a da vinci-assisted procedure, the metal tip of the harmonic ace instrument insert fell inside the patient. It was stated that the system generated a message to clean the tips of the harmonic ace instrument when the surgeon pressed on the pedal. The surgical assistant took out the harmonic ace instrument and cleaned the tip with a raytec and reinserted the harmonic ace instrument. At that time, there was another message recommending to replace the instrument. The site restarted the¿ harmonic machine¿ the message was cleared. Then the surgeon began to use the harmonic ace instrument, at that time the screen went white and the metal tip of the harmonic ace instrument¿s insert popped off fell inside of the patient. The fragment was retrieved during the same procedure with a laparoscopic forceps instrument. There was no report of patient harm, adverse outcome or injury. Intuitive surgical, inc. (Isi) followed up with the distributor and obtained the following additional information: it was reported that 1-1.5 hours into the surgical procedure while the surgeon was dissecting a fat lipoma near the esophagus, when the surgeon opened the jaws of the harmonic ace instrument, the metal tip ¿popped off¿ and fell inside the patient. The instrument fragment was under the or staff vision as the fragment was retrieved with a laparoscopic grasper instrument. It was confirmed that there were no fragments retained inside the patient. The following were also confirmed; there were no collision of instruments, the instruments were inspected prior to use and the instrument was not in contact with any hard material. The prograsp instrument was also in use at the time of the event. The planned surgical procedure was successfully completed and there were no intraoperative or postoperative complications experienced by the patient. There is a video recording of the surgical procedure; however, isi has not received the video recording for review.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument associated with this complaint and completed the device evaluation. The harmonic insert was found to have a broken blade. The blade broke at roughly .155¿ from the base. Broken piece was returned. Any inadvertent contact with staples, clips, or other instruments while the device is activated may result in a cracked or broken blade. Blade damage may be detected by the generator with a solid tone or an error. Scratches on the blade tip may also lead to premature blade failure. The root cause of this failure is fatigue failure due to mishandling/misuse. Based on the device evaluation results, this MDR report is being retracted since the failure mode was found to likely be due to mishandling/misuse, and not due to a malfunction of the instrument.